Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the fourth or fifth firing was with a green cartridge with gore seamguard and the device fired fine. There was a small segment of gastric tissue near the top of the stomach remaining to resect. The fifth or sixth firing, the device was loaded with a gold cartridge without buttressing and positioned across the tissue at a forty-five degree angle to three rows of titanium staples. The device was fired and when the knife reached the tissue, the tissue ¿jumped¿ and pushed forward. The firing was completed and when the anvil was released there was a ¿large wad of titanium staples¿ on the cartridge in the jaws of the device. The cut line was straight and complete and staples deployed and formed, but the staples were wavy. The tissue did not appear damaged. The scrub tech and assistant reported there were only two rows of staples rather than three on the final firing. The surgeon oversewed a couple spots along the staple line of the last firing for reinforcement. A leak test using methylene blue was performed after over sewing and there were no leaks. The case was completed without harm to the patient and no changes in care were necessary. The patient has been discharged as expected and is doing well.

Manufacturer narrative:
(B)(4). Batch # m54d62. The analysis found that the plee60a device was received in good visual condition and with an ecr60b cartridge loaded on the device fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.